Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl while wearing the pod between 37 and 48 hours. The patient noted that the cannula deployed and inserted into the skin, but when removed from the infusion site (leg), the cannula was no longer visible, indicating it retracted back into the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.